Event description:
Analysis of the explanted stent graft has been completed. The likely cause of the distal migration of the stent graft and type I endoleak is disease progression resulting in an aortic neck larger than the diameter of the stent graft. It is not likely that the compression of the stent graft in rings 1-2 contributed to the disease progression, but was likely to have contributed to migration as no transgraft leaks were reported.

Event description:
A 24mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm on 5/2000. Aneurysm and vessel morphology are unknown. It was reported that the pt had a proximal leak. The stent graft had slipped down and created a 90-degree angulation; therefore, the physician was unable to place an aortic cuff. The pt was converted to open repair in 2002. No further info is available at this time. It is reported the pt tolerated the procedure well and no additional clinical sequelae were reported. Medtronic ave has received the explanted device and analysis is pending.